Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the drill got stuck in the sleeve and broke."

Manufacturer narrative:
The reported event could not be confirmed since the device was returned for evaluation and found to be functional in inspection. The returned drill guide was visually examined and showed light rubbing marks within the guide hole, consistent with the drill contacting the inner surface during use. Minor deformation was also observed at the tip of the guide teeth, likely resulting from routine use or handling of the device. A functional inspection was conducted with the return sleeve and a sample drill in which the drill could pass through the guide without any concerns, confirming the functionality of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the available information, the most probable root cause is user-related as device is functional in inspection. If more information is provided, the case will be reassessed.

Event description:
As reported: "the drill got stuck in the sleeve and broke."